Manufacturer narrative:
No product was returned for investigation.  A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported cardiac arrest could not be confirmed. Further information regarding the event were requested but not received.

Event description:
During an av nodal ablation, the patient experienced pea. Our equipment played no part in this, I am just reporting it because I think I need to since our product was in the pt when this event occurred. After the code was run, the av node ablation was completed successfully. The doctor does not think our products were at fault at all in this matter. The pt left the room stable.